Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter stated the display of the device is defective. No adverse event reported. The product was replaced and requested to be returned for evaluation.